Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. A conclusive cause for the difficulties listed cannot be determined based on the limited information available and the device not returned for analysis. Reportedly, only one proglide device was used to close a puncture site greater than 8f. The electronic proglide instructions for use (eifu), states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catherization procedures using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, it is unknown if the eifu deviation contributed to the reported difficulties. The patient effects listed from the literature article cannot be associated to the device usage and/or malfunctions, as the causality between the documented device usage and the patient effects could not be established; therefore, the determination of the reported difficulties with the patient effects consideration is not feasible. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Date estimated. (B)(4). The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Attached article, titled: comparative data of single versus double proglide vascular preclose technique after percutaneous transfemoral transcatheter aortic valve implantation from the optimized catheter valvular intervention (ocean-tavi) (B)(6)multicenter registry. Na.

Event description:
This event is from a literature review identifying proglide devices used prior to transluminal aortic valve implantation (tavi) procedures in common femoral arteries that may be related to: bleeding, perforation, occlusion, stenosis with ischemia, dissection, kidney injury, access site oozing with closure failures using closure methods of surgery, manual compression, additional proglide device requiring transfusion and additional medication. Specific patient information is documented as unknown. No additional information was provided. Details are listed in the attached article, titled: comparative data of single versus double proglide vascular preclose technique after percutaneous transfemoral transcatheter aortic valve implantation from the optimized catheter valvular intervention (ocean-tavi) (B)(6) multicenter registry.